Event description:
It was reported that on 25 march 2026, a 16mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During device preparation, a protrusion of polyester wire was observed on the left disc of the device at the beginning of the procedure. The device was not manipulated at the time the issue was noted and was not fully or completely retracted into the delivery system. No images of the device or the observed issue were available. The device was not pushed out of the loader and was not reloaded, and the sheath was not reused or used with more than one device. Due to the observed condition, the procedure was completed using a new 16mm amplatzer septal occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.